Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power issue, and the pump would not clear from the alarm. The customer was advised to continue use of the pump until a replacement pump arrives. The insulin pump was returned for analysis and a replacement device was shipped to the customer.